Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, at the moment of the fourth use, during the stomach ¿gramming¿, the stapler was able to fire but the handle stopped. No patient injury.